Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose was 400 mg/dl. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.